Event description:
Painful right total knee prosthesis secondary to oseteolysis and loosening of the tibial femoral components.

Manufacturer narrative:
Conclusion statement: no device failure. Three attempts have been made and documented requesting medwatch form from user facility. No form has been received.